Event description:
International affiliate reported a leak in the silicone tubing of a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: this complaint was confirmed in the lab for a tubing leak due to cuts in the tubing. The root cause for the cuts cannot be determined. These types of complaints occur at a low level. Renal product surveillance and quality engineering will continue to track and trend these complaints.